Event description:
It was reported the catheter was replaced in 2010 or 2011, but further information was not provided. It was unknown what drug the pump was delivering. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2011-(B)(6), product type catheter. (B)(4).